Event description:
The customer reported an intermittent low ma error message. Tech clears message and completes case.

Manufacturer narrative:
The service rep cleaned and recompounded hv cables. He performed ma null adjustment, performed filament caliration, and verified system boot and fluoro function with no errors. System operates as intended.